Event description:
Broken connector. Follow up findings: analysis of returned port showed no leakage. Evidence of the use of coring needle was observed, and it's the probable cause of the reported leakage.